Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their gums are swollen between the gap of two of their teeth. When they removed their aligner there was puss on the aligner. Advised patient to remain in a comfortable fitting aligner for 14 days and use mouth rinses. Requested photo of aligner for step 3 and 4 to review fit. Requested photo of the lip pulled up to evaluate gum area where swelling is occurring. Requested when last dental cleaning and exam was before sending patient to dentist.